Event description:
This case was reported by a consumer (pt's wife) and described the occurrence of loss of smell in a (B)(6) male pt who received super poligrip extra care with poliseal (formulation number (B)(4)) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the pt experienced loss of smell and loss of taste. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were resolved. Manufacturer's comment: super poligrip extra care with poliseal is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).